Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the doctor found that the syringe/needle connection was not secure during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. For material s-14703-028 and lot 71p20g0464, a non-conformance was initiated for "ars damaged/defective". However, it cannot be confirmed if the failure mode involved with this complaint is the same issue addressed by this non-conformance without the sample returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow up report will be submitted with investigation results.

Event description:
It was reported the doctor found the syringe/needle connection was not secure during use on the patient. No patient harm reported. The patient's condition is reported as fine.